Manufacturer narrative:
Transmedics conducted a retrospective analysis of historical complaint records and reviewed the events against the requirements of FDA guidance document, medical device reporting for manufacturers - guidance for industry and food and drug administration staff issued november 8th, 2016.during this review, transmedics determined that this event in scope of this MDR could be considered to meet MDR reportability criteria because a similar event was also reported as an MDR event the submission is outside the required 30-day reporting timeframe because it was part of a retrospective review.

Event description:
It was reported that the portal vein (pv) connector was not secured to the back wall of the organ chamber and became loose during use. The perfusion team was able to secure the pv cannula and adequately perfuse the liver throughout the procedure. Adhesive material was applied in the donor operating room to seal and support the connection point. The liver was successfully transplanted. As of the date of this report, the patient is alive with the transplanted liver. Investigation summary the perfusion module was not available for investigation. Based on the available information, the pv connector most likely became loose due to insufficient adhesive bonding between the pv connector and the organ chamber during the manufacturing process.